Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation analysis, the customer complaint was confirmed and indeed there were significant differences between blood glucose (bg) and sensor glucose (sg) values. A review of the in-vivo data shows that mean absolute relative difference (mard) of system 1 week before event was high likely due to repeated rejections of bg entries leading to sensor suspend alert. A sensor suspend alert is a safety mechanism where in the system blinds the glucose values and goes back to initialization phase to accept new set of calibrations that would help the system readjust and recalculate glucose calculation. The customer also reported inflammation at the insertion site around the same date when the differences were observed. One potential root cause for the observed differences and rejected calibrations could be due to inflammation at the insertion site which could have contributed. However, the exact root cause could not be determined as the hcp decided to remove the sensor because of inflammation and was discarded.

Event description:
Senseonics was made aware of an incident where patient complained of hyperglycemia event due to sensor inaccuracies on (B)(6) 2021 at 15:53 hrs. Blood glucose measurement (bgm) was 195 mg/dl where as cgm reading was 99 mg/dl. User did not receive high glucose alerts.